Event description:
It was reported that a patient was admitted to the emergency room with cardiac tamponade. The right ventricular (rv) lead was suspected to have perforated the heart. The physician elected to explant and replace the rv lead. The patient was recovering following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.

Event description:
Additional information indicates that the cardiac tamponade was treated by draining the fluid build-up.